Manufacturer narrative:
(B)(4).

Event description:
A loss of therapeutic effect was reported. The patient had decreased stimulation in their lower back area following a fall which had occurred a day prior on (B)(6) 2010. The device was reprogrammed on (B)(6) 2010, and the patient then had effective stimulation that same day. The patient's issue/outcome was noted as being resolved and without sequelae.